Manufacturer narrative:
An event of low blood pressure/hypotension and surgical intervention was reported. A returned device assessment could not be performed as the device implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the amulet occluder was implanted, the patient still had low pressure, and the patient was brought to surgery. The patient required prolonged hospitalization due to cardiac surgery. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Related manufacturer report number: 2135147-2023-05138. It was reported that on 31 october 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, the patient's activated clotting time (act) levels was 260 seconds, and heparin was administered. The physician had some difficulty implanting the device. While positioning the device, a 15-20mm pericardial effusion was observed in the apical area. A cardiac tamponade was also noted. The device was recaptured and removed. A drainage circuit was created, but the patient's hemodynamics remained unstable with low blood pressure. The physician decided to change the devices to a new 25mm amplatzer amulet left atrial appendage occluder and a new 12f amplatzer torqvue 45x45 delivery sheath. The amulet occluder was implanted, but patient still had low pressure, and the patient was brought to surgery. The patient required prolonged hospitalization due to cardiac surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, the patient's activated clotting time (act) levels was 260s and heparin was administrated. The physician had some difficulty for implanting the device. While positioning the device a 15/20mm pericardial effusion was observed in the apical part. A cardiac tamponade was also noted. A drainage circuit was created, but the patient's hemodynamics remained unstable, patient had low pressure. The physician decided to change the devices to a new 25mm amplatzer amulet left atrial appendage occluder and a new 12f amplatzer torqvue 45x45 delivery sheath. The amulet occluder was implanted, but patient's had low pressure, and the patient was brought to surgery. The patient required prolonged hospitalization due to cardiac surgery.